Event description:
It was reported that during equipment testing, the drill unintentionally activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the customer complaint could not be replicated. During the device evaluation it was noticed that the device was excessively noisy, prompting further investigation. Internal components were evaluated and it was discovered that the motor was grinding and the rotor was worn. The motor assembly and rotor assembly were replaced, and the bearings were also replaced for preventative maintenance purposes. The drill was returned to the user facility.